Event description:
It was reported that during a left internal/common carotid artery stenting procedure, after removal of the stent delivery system from the patient anatomy, the images from the procedure showed no stent at the lesion. The patient and stent delivery system were checked and all images from the procedure were reviewed. The stent could not be located. It was concluded that the xact stent delivery system was defective as no stent had ever been on the catheter. Reportedly, there was no adverse patient effect. Although requested, there was no additional information provided.

Event description:
Subsequent to the initial medwatch, the following information was received: after noting there was no stent delivered, the patient was stented with a non-abbott device and was discharged to home on (B)(6) 2010. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found blood on the entire length of the catheter with no saline visible. This is consistent with the device being inserted into the patient. It was noted that the distal outer sheath was not retracted. When the thumbwheel was turned in the direction of the arrow, the sheath retracted without resistance and no stent implant was present. This confirms the reported event. Potential causes for the missing stent include manufacturing and premature retraction by the physician. Clarification received from the account reported no damage or other issues during preparation and inspection before use. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this report. However, as the distal sheath is entirely opaque, it is not possible to verify the presence of a stent before deployment. Therefore, manufacturing cannot be conclusively ruled out as a possible cause. In this case, a definitive cause for the reported missing stent cannot be determined.